Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a compromised image. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer could not confirm whether the device was cleaned, disinfected, or sterilized before it was sent in for repair. No reprocessing information could be confirmed. During functional testing, the reported issue was confirmed: the device relayed a noisy image due to damage to the scope connector. The type of damage was determined consistent with physical stress. Functional testing also found that the device's bending angle in the up direction did not meet with specifications and the up/down knob had excess play. Both directional issues were caused by a worn angle wire. Finally, functional testing showed the device' did not meet with electrical insulation specifications due to a cut in the surface of the lock engagement lever. Visual inspection identified the following additional issues: the up/down directional knob was damaged and no longer water-tight; the connecting tube was dented and scratched; the distal end cover was dented; the light guide lens was chipped; the adhesive around the light guide lens was peeling; the objective lens was scratched; the light guide protector was damaged; switch button 4 was worn; switch button 3 was scratched; the paint on the suction cylinder was peeling; the paint on the air/water cylinder was peeling; the universal cord was scratched; the scope connector indicator was peeling; the universal cord was wrinkled; the control unit was dirty from water leakage; the adhesive on the bending section cover was cracked and chipped with a white, cloudy area; and the connecting tube was buckled, its appearance consistent with being caught and pinched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.